Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, and seroma-late.

Event description:
Healthcare professional reported "capsular contracture grade IV and rupture" "punctate microcalcifications" "simple cyst" "increase in pericapsular fluid" "increase in the radial folds of the implant" " pain on palpation". Device remains implanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7.

Event description:
Device has been explanted.